Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired and the staples did not hold. The staples fell out into the abdomen. Ther were retrieved. The appendix seal stomp had to be repositioned in order to get another staple line. The procedure was extended; the amount of time was not specified. See scanned pages. Additional information received: customer phoned back with additional information after speaking with the surgeon. The issue occurred with the original cartridge. The second cartridge fired fine. There was no extra force to fire. The trigger returned to its original position after firing. He was not stapling across any existing clips or staples. There was no noise heard while firing. There was no difficulty removing the device after it had been fired.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the device was received in good visual condition and with three cartridge reloads present. Reload a and reload b was received fully fired, with the lockout normal. Reload c was received partially fired, with the lockout normal, with the pan dislodged and damage on the pan surface. The damage to the reload pan is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. Additionally when the reload is loaded improperly or long loading (holding features of the cartridge are not snap on the channel windows) at the moment of the firing, the cartridge will be eject forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Cartridge pan dislodged.